Manufacturer narrative:
Correction to h6 due to additional information received. No product was returned to edwards lifesciences for evaluation, a device history records (DHR) review was done on the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review of these work orders did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and there were no complaints identified for the reported issue of the sheath distal tip torn. However, a similar complaint was found for the reported issue of resistance between system components/the inability to advance through the sheath. A definitive root cause was unable to be determined; however, available information suggests that patient factors (undersized access vessels) may have contributed to the similar event. All inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing the esheath shafts components are 100% inspected. During manufacturing, proximal expansion was performed on the sheath, and the sheath was then 100% visually inspected under 3x magnification for seam separation. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Furthermore, after sterilization, the sheath expansion test was performed during product verification (pv) on finished devices. All tested sample units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Device-related photos were provided by the facility, and the following was observed: sheath's post-procedural condition with the shaft fully expanded and the distal tip torn but not separated. The following instructions for use (IFU) were reviewed: IFU for esheath, IFU for the commander delivery system, preparation training manual, and procedural training manual. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip torn and resistance between system components/difficulty advancing through sheath, were both confirmed based on the provided photos. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformances was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Although the compliant for sheath distal tip torn was confirmed, the issue has been previously identified in a product risk assessment, which captures root cause analysis for the improper expansion of the sheath tip. Available information suggests that procedural and/or patient factors (device manipulation, high push force, improper crimping, improper flushing, improper sheath insertion, insertion angle, kinked sheath, excessive manipulation, non-coaxial insertion, bent valve strut, and/or calcification, tortuosity, vessel size, fibrotic/sclerotic vessel, scar tissue, stent) may have contributed to the reported events. Per the complaint description, 'the esheath tip tore upon removal from the patient when the valve was exiting the esheath'. Per the provided device-related photos, the sheath distal tip was shown to be torn. This damage is characteristic of sheath tip tear events identified in the product risk assessment. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. Per the complaint description, 'resistance was felt during insertion of the delivery system and valve into the esheath and then 'gave' as the valve passed tip marker'. It is possible that the improper tip expansion (see distal tip root cause discussion above) led to the delivery system to make contact with sheath tip during insertion, which likely resulted in the resistance during delivery system insertion. As such, improper tip expansion may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
A reported by the field clinical specialist (fcs), during a transfemoral valve-in-valve tavr procedure for a 26mm sapien 3 ultra valve in a surgical valve, the 14f esheath tip tore upon removal from the patient when the valve was exiting the esheath. Resistance was felt during insertion of the delivery system and valve into the esheath and then 'gave' as the valve passed tip marker. They believe that the pushing and removal was slightly harder due to tear/ bud closed fine. There was no patient harm.